Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in lesion. The 75% stenosed target lesion was located in the moderately calcified and sigmoidally tortuous proximal left main trunk (lmt), left anterior descending artery (lad) and left circumflex artery (lcx). The 2.0mm x 15.00mm non bsc balloon catheter was used to predilate the lesion as the opticross imaging catheter was unable to cross the lesion. The physician advanced the opticross and was able to cross the lesion and pullback was performed without any issues. After that, the physician tried to remove the opticross, but the guidewire exit port of the opticross got stuck in lad. The physician then performed two-wire technique and additional plain old balloon angioplasty (poba) to remove to device. The opticross was removed with the wire from the patient. After removing the complaint product, the physician performed additional dilation with unspecified balloon catheter. The procedure was completed with another of the same catheter. There were no reported patient complications and the patient status post procedure was as good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. No kinks were observed along the length of the catheter. The guidewire exit port was lifted 0.5mm and ripped 1.0mm long. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of operational context was assigned as device performance was limited due to anatomical procedural factors. Opticross¿ imaging.

Event description:
It was reported that an imaging catheter got stuck in lesion. The 75% stenosed target lesion was located in the moderately calcified and sigmoidally tortuous proximal left main trunk (lmt), left anterior descending artery (lad) and left circumflex artery (lcx). The 2.0mm x 15.00mm non bsc balloon catheter was used to predilate the lesion as the opticross¿ imaging catheter was unable to cross the lesion. The physician advanced the opticross and was able to cross the lesion and pullback was performed without any issues. After that, the physician tried to remove the opticross, but the guidewire exit port of the opticross got stuck in lad. The physician then performed two-wire technique and additional plain old balloon angioplasty (poba) to remove the device. The opticross was removed with the wire from the patient. After removing the complaint product, the physician performed additional dilation with unspecified balloon catheter. The procedure was completed with another of the same catheter. There were no reported patient complications and the patient status post procedure was good.